Event description:
The caller reported via phone call that the customer requested to return their insulin pump. The reason for the customer's request was unknown. The customer's blood glucose was unknown.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the prime/force sensor system test at 4.0 lbs due to a faulty force sensor resistor. The customer was unable to perform the rewind and basic occlusion test, the occlusion test and the excessive no delivery test due to the compromised force sensor system alarm. All operating currents were within the specification. There were no unexpected low battery or off no power alarms noted. The insulin pump passed the unexpected restart alarm test and the self-test. The insulin pump was received with a minor scratched display window and cracked battery tube threads.